Event description:
It was reported that on an unknown date, the tubing did not stay attached to the three port stainless steel connector. The connector was removed and was replaced with another one that held the tubing. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.